Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Evaluation experienced system error 322. Physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose screws will trigger an intermittent open/closed switch connection causing the error. The lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump needed to come in for repair. The customer was unable to provide any explanation of why the pump needed to be repaired.